Event description:
Revision surgery - needed to replace poly and head.

Manufacturer narrative:
No information received on components revised. Djo surgical will continue to request information from the sales rep. When information is received, a follow-up report will be submitted.